Event description:
It was reported that whenever the patient stood up, her heart dropped to a degree that would pull the leads back. After two repositioning on the left side, the physician implanted a new system on the right side to alleviate the situation. The patient was fine after the procedure and subsequent follow-up showed no further issues.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.